Event description:
A customer reported experiencing a past low blood glucose (bg) level of 47 mg/dl. Cause was unknown. The customer's husband administered baqsimi to address decreased bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.